Manufacturer narrative:
Batch review performed on 09-july-2019: lot 175338: (B)(4) items manufactured and released on 08-november-2017. Expiration date: 2022-10-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Additional devices involved: batches review performed on 09-july-2019: cup: mpact 01.32.150dh acetabular shell ø50 two-holes (k132879) lot 188867: (B)(4) items manufactured and released on 27-february-2019. Expiration date: 2024-02-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Ball heads: mectacer 01.29.206 biolox delta ceramic ball head 12/14 ø 32 size l +4 (k112115) lot 188867: (B)(4) items manufactured and released on 27-february-2019. Expiration date: 2024-02-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Liner: mpact 01.32.3241hct flat pe hc liner ø32/d (k103721) lot 1810216: (B)(4) items manufactured and released on 10-december-2018. Expiration date: 2023-11-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Mpact 01.31.55tp shell screw plug (k103721) lot 1903028: (B)(4) items manufactured and released on 02-april-2019. Expiration date: 2024-03-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The surgeon found signs of an infection one month after primary surgery. The patient is under pharmacological treatment. The revision surgery has not been performed yet.